Manufacturer narrative:
(B)(4). Orange indicator. Evaluation summary: the analysis results confirmed that one el5ml device was received with the jaws closed and the instrument partially cycled. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended, but the orange indicator did not show up completely. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap colon procedure, the device locked on the cystic duct and they pulled the handle apart to remove it. No tissue was torn; they used a second like device to complete the case. There was no patient consequence reported.